Event description:
The complainant had a patient on impella rp support in (B)(6) 2024 admitted with right heart failure and prior lobectomy and in need of percutaneous coronary intervention for coronary artery disease. The impella support lasted seven days before explant. In (B)(6) 2024, abiomed¿s long-term outcome and quality indicator (loqi) impella registry database reported upon many adverse events with a possible relationship to impella use. The reported events are hemolysis, respiratory failure, acute kidney injury, hepatic failure, sepsis, and a lower gastrointestinal bleed.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿

Event description:
Additional information was received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry database. After impella placement, the patient's lab trend increased showing signs of hemolysis. Labs were monitored daily and impella settings were adjusted to help with the hemolysis throughout patient's impella implant. The patient was explanted and labs improved shortly after. After the impella procedure, the patient was intubated. Eight days later, the patient was extubated and reintubated a week later. The patient was trached four days later. The patient was on continuous renal replacement therapy for three days. Labs were monitored throughout and recovered by discharge. Bumex was held as needed based on kidney labs. The patient had elevated aspartate aminotransferase (ast) / alanine aminotransferase (alt) and total bilirubin after impella implant. The patient's labs were monitored daily. The patient received intravenous vitamin k+ and statin was held. Baseline ast/alt and total bilirubin were held. Since admission, the patient's white blood cell trend was trending upward. Sepsis cause per team was unknown. The patient had fevers but continued to trend downward afterward. Antibiotics were given. Blood culture and bronchoscopy were drawn and sent for culture. Bronchoscopy and blood culture showed yeast. After the impella procedure, the patient started showing hemoglobin and hematocrit trend downward. The patient had a large dark red blood clot and bright red blood in the stool. The patient received a total of nine units of packed red blood cells. Gastrointestinal was consulted. Colonoscopy was contraindicated since partial thromboplastin time was supratherapeutic. Proton pump inhibitor was increased to twice a day instead of daily. The cause was unknown for the bleed but team believed mostly due to ischemic colitis. Anticoagulation was held. This adverse event resulted in further prolonged hospitalization.

Manufacturer narrative:
B.2 selection was added due to new information received. B.5 additional information was received. H.6 health effect - clinical code was addded due to additional information received. B.7 information was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-13433. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-13433 was submitted. H.6 health effect - impact codes were added as they were inadvertently omitted from initial manufacturer device report number 1220648-2024-13433.

Manufacturer narrative:
There was no product returned. Hemolysis: it was stated that "after the impella was placed, the patient's lab trend increased showing signs of hemolysis. Impella settings were adjusted to help the patient. Labs improved after the pump was explanted. Data logs show that there was two suction events on the first day but none for the rest of the case. There is no trend in the motor current seen or placement signal. No spikes in motor current or positioning alarms seen. Due to lack of product returned and clinical details provided, the root cause of the hemolysis cannot be determined. Renal failure: it was stated the patient had an acute kidney injury. The root cause of the issue was not determined due to insufficient clinical details provided. Vascular damage - great vessel: due to lack of clinical information provided, the root cause of the vascular damage - great vessel cannot be determined. Infection/sepsis: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Hypoxia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the hypoxia was unable to be determined due to insufficient clinical details.